Event description:
This spontaneous case report was received on (B)(4) 2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number (B)(4), received at FDA on (B)(4) 2014). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced lower 'enabling' pelvic pain, heavy bleeding month to month. On FDA form reported report type was 'injury', outcome of events was 'other serious (important medical events)'. No info was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported she experienced lower 'enabling' pelvic pain, heavy bleeding month to month, two blood transfusions in two months, hysterectomy (date not specified).